Manufacturer narrative:
(B)(6). Catalog # y7223070, y7225545, y7225540, y7225535 with 510k # k050809 was cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: y7223070 / lot: w06b1337 (x2), manufactured: feb 8, 2006 part: y7225545 / lot: w08e3270, manufactured: may 22, 2008 part: y7225540 / lot: w05j6445, manufactured: oct 22, 2005 part: y7225535 / lot: w05j6445 (x2), manufactured: oct 22, 2005 part: y7225540 / lot: w05j6446, manufactured: oct 22, 2005 although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4). Date of event is unknown. (B)(6). (B)(4) - (migration of device or device component). Neither the device, nor films of applicable imaging studies, were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a study was conducted to characterize the reasons for revision, histological responses, mechanisms of surface changes, and crystallinity changes of retrieved peek rods used in posterior spinal instrumentation. Eleven fixation systems (9 peek and 2 metallic systems) were collected after revision surgery, providing 17 peek rods for analysis. It was reported that one patient underwent a revision surgery at l/4 5- l5/s1 due to "screw loosening" after "(B)(6) years in-vivo". Reportedly, the patient was not revised due to rod fracture and this patient was not a recipient of tissue. No other patient complications were reported. No additional results from the study were given.